Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range impedance measurements of greater than 2000 ohms. A lead conductor fracture at the terminal end of the lead was the suspected cause. An x-ray was taken, which did not yield any significant findings. A revision procedure was performed where the ra lead was tested on a pacing system analyzer (psa) and yielded the same high out of range pacing impedance measurement. The lead was explanted and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.